Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 475 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was diabetic ketoacidosis. The customer was treated with insulins and lots of fluids. Customer was not wearing the pump at the time of emergency room visit for 2 hours, was on back up plan. Customer had a virus friday, affected her blood glucose that caused highs. Customer was receiving no deliveries and low batteries and did know how much insulin she was receiving due to the alarms. Customer would take injections to try and treat as well. Customer does not want to treat high blood glucose.